Manufacturer narrative:
The scope was returned to olympus for service. The service group could not confirm the cause of the reported complaint. There was no foreign material found inside the instrument channel as olympus forceps and brush were able to pass through the instrument channel with no restriction. In addition, an olympus borescope was used to inspect inside the channel, no defects or irregularities were observed. However, a deep long scratch was found on the scope¿s bending section cover at the distal area of the scope. A review of the instrument history records show the scope was purchased on (B)(6) 2016 and was last serviced on (B)(6) 2018. The scope has been repaired and returned to the user facility. As part our investigation, an olympus endoscopy support specialist (ess) visited the user facility to observe the user facility¿s reprocessing practice and to provide training. The ess found no deviations. However, the user facility stated they were not putting an endotherapy device down the channel for inspection prior to each use. The user facility informed the ess they will perform that step. The ess emailed the instruction manual and referenced the instrument channel inspection pages. The exact cause of the reported event could not be determined, however, based on similar reported events, improper maintenance or insufficient reprocessing of the scope could not be ruled out as contributory factors to the reported event. The instruction manual provides warning and caution which states, ¿confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end.¿ the reprocessing manual states, ¿all channels of the endoscope and all accessories used with the endoscope during the patient procedure must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿

Event description:
Olympus was informed that during an intervention bronchoscopy procedure, a foreign .5cm square piece of white mesh or tissue came out from the scope¿s instrument channel when a probe was inserted. The foreign object fell into the patient¿s lungs and was suctioned out immediately. There was no patient injury or death reported. The scope was reprocessed. No leak was detected. The scope was removed from service.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility and to update. The user facility further reported the non-specified therapeutic procedure was completed using the same scope and equipment. An erbe apc probe was used. There were no restrictions noted during insertion or withdrawal of the probe.